Manufacturer narrative:
(B)(6). Concomitant medical product-head catalog#:unk lot#:unk, taper stem catalog#:unk lot#:unk, taper neck catalog#:unk lot#:unk, liner catalog#:unk lot#:unk. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2017-05618, 0001822565-2017-05617, 0001822565-2017-06623, 0001822565-2017-06624.

Event description:
It was reported that a patient underwent a hip aspiration approximately one year post-implantation due to experiencing pain.